Manufacturer narrative:
Surgery for bone grafting and implantation of healing components due to bone resorption. Abutment removed. Pain with/surrounding implant was reported as clinical sign. The procedure took place on (B)(6) 2024.

Event description:
Surgery for bone grafting and implantation of healing components due to bone resorption. Abutment removed. Pain with/surrounding implant was reported as clinical sign. The procedure took place on (B)(6) 2024.